Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked display window, cracked belt clip slot, minor scratched lcd window, and missing end cap sticker.

Event description:
It was reported that the customer had normal blood glucose levels of 6.2 mmol/l. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer also reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.